Event description:
Additional information received reported that the cause of erosion was not identified.

Event description:
It was reported that the extension wire was exposed through the skin due to erosion at the lead-extension location and would require explant. Four days later, it was reported that surgery was completed on (B)(6) 2014. It was noted that prior to explant the system was incom plete working order.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0c3as, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va09214, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported that the cause of the event was not determined. The patient had skin erosion over the lead-extensions in the mastoid area. This was not near any incision. The lead-extensions and implantable neurostimulator (ins) were removed. There were no signs or symptoms of an infection. The patient recovered without permanent impairment. The patient never had any issues other than the hardware being exposed.